Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 400 and blood glucose was 280 mg/dl. Customer was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor will be returning for analysis.